Event description:
Pt states she has been having night sweats and joint pain for the last 2-3 yrs. Pr also states she has been having intermittent right breast pain and that the right breast had a different appearance. Upon removal of the implants neither implant was noted to be ruptured.